Event description:
It was reported that the bd neoflon¿ IV cannula needle pierced through the catheter during the insertion. The following information was provided by the initial reporter: "the catheter folds onto the needle at insertion attempt."

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, needle through catheter was observed but as the photo is not clear, the reported peelback could not be seen. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned photos, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. As no sample was returned, the root cause could not be determined. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the bd neoflon¿ IV cannula needle pierced through the catheter during the insertion. The following information was provided by the initial reporter: "the catheter folds onto the needle at insertion attempt"